Manufacturer narrative:
As reported, a patient received an optease inferior vena cava (ivc) filter. Per the medical records, history includes trauma with immobilization requiring an ivc filter placement. An optease retrievable filter was placed within the inferior vena cava and deployed difficulty in an infrarenal location. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage to the patient including, but not limited to caval thrombosis, dvt, thrombosis/embolism and lifetime anticoagulation post implant. Per the patient profile from (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient states that imaging of the ivc filter reported caval thrombosis, dvt, and thrombosis/embolism. The patient further reports anxiety, and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage to the patient including, but not limited to, caval thrombosis, deep vein thrombosis (dvt), thrombosis/embolism and lifetime anticoagulation post-implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus within the ivc could not be confirmed without films for review. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency and embolize to other parts of the vasculature. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient received an optease filter which subsequently malfunctioned and caused injury, damage to the patient including, but not limited to caval thrombosis, dvt, thrombosis/embolism and lifetime anticoagulation post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and suffering and other damages.